Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
The customer received erroneous results for one patient sample tested for thyrotropin (tsh), thyroxine (t4), and t-uptake. The sample initially resulted as <0.3 miu/ml for tsh, 0.7 ug/dl for t4, and 50.7 tbi for t-uptake. These initial results were reported outside of the laboratory and questioned by the doctor. The sample was repeated on (B)(6) 2012 and resulted as 2.4 miu/ml for tsh, 8.82 ug/dl for t4, and 30.03 tbi for t-uptake. The customer believed the repeat results to be correct. The patient was not adversely affected by the event. The tsh reagent lot was 16538501 with an expiration date of 07/31/2012. The t4 reagent lot was 16518102 with an expiration date of 01/31/2013. The t-uptake reagent lot and expiration date were not provided by the customer. The field service representative determined the event to be caused by leaky pinch tubing. He replaced the pinch tubing. The customer ran quality controls and all quality controls were within the customer's specifications.